Manufacturer narrative:
Reference record: (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product which is the us list number. The device was received for evaluation. During evaluation the complaint condition of intestinal tube - knotted was verified. The cause of the knot is unable to be determined. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient from (B)(6) had a percutaneous endoscopic jejunal (pej) tube replacement for an unknown indication. In (B)(6) 2017 the pej dislocated and was replaced. Upon evaluation of the returned tubing a knot is visible near the bolus no other damage could be observed.